Manufacturer narrative:
Arjo was informed about maxi sky 2 ceiling lifting system malfunction. The system consists of a ceiling lift, scale, spreader bar and sling. During lowering the patient onto a couch, as the tension was coming off the sling straps, the spreader bar detached from the scale unit and dropped. In effect, the spreader bar hit the patient across her body bruising her ribs. The patient was checked at the accident & emergency department and discharged. No serious injury was sustained. Arjo service engineer inspected the scale after incident. There was no malfunction of the maxi sky 2 ceiling lift or sling. There were signs of rubbing and scuffing to the top of the quick connect (between the spreader bar and the scale). Additionally, the locking mechanism did not operate smoothly. The scale was taken out of use. Arjo investigated quick connect disconnection issue in december 2017. Based on results of performed tests, it was found that the spreader bar can detach from the scale while in use with the patient when the scale bottom attachment pin is not in line with the spreader bar attachment point. The claimed malfunction was covered by the global field action with an internal reference number (B)(4). The affected quick connect scale part number 700-19490 and serial number (B)(6) was in the scope of this action. The customer was notified via field safety notice (fsn) how to handle the device before retrofit can be completed and arjo requested this customer to inform how many scales are on their site. The customer replied that there was no affected scales. It is unknown why the affected scale was not localized at that time. The retrofit of this device could not be completed by arjo. The maxi sky 2 ceiling lift equipped with quick connect scale accessory was being used at the time of the event. The spreader bar detached during use and from that perspective, the system did not meet the manufacturer¿s specifications. The complaint was decided to be reportable due to scale detachment during use with the patient.

Manufacturer narrative:
The customer representative was concerned that the spring clip that stops the spreader bar detaching is sticking out slightly compared to the other spreader bars on site and there is signs of rubbing and scuffing to the top. The maxi sky 2 ceiling lift was examined. All functions, including safety devices, were working correctly. Analysis of information provided is ongoing.

Event description:
Arjo was informed about maxi sky 2 ceiling lifting system malfunction. During lowering the patient onto a couch, as the tension was coming off the sling straps, the spreader bar detached from the scale unit and dropped. In effect, the spreader bar hit the patient across her body bruising her ribs. The patient attended accident & emergency department at the hospital and remained overnight.